Manufacturer narrative:
This product is registered as a combination product. No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external insulation abrasion exposing the outer coil at the middle region of the lead at 23.6-23.8 cm from the pin consistent with lead friction to another device.

Event description:
This report is to advise of an event observed during analysis.